Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia after not using the ilet for approximately two weeks during a hospital stay for a heart attack and double pneumonia, then resumed ilet use with assistance for a teflon infusion set supply change and insulin delivery. The ilet displayed ¿high¿ glucose and the user lacked a fingerstick meter to confirm. Symptoms included elevated blood glucose. Outcomes included use of backup therapy with subsequent glucose reduction. Investigation included technical support review and user education on supply change and resumption of insulin delivery. Investigation of this case revealed no device malfunction identified and user not wearing the system for an extended period prior to the event. It was concluded that the cause of hyperglycemia was unclear, with contributing factors including recent hospitalization, interruption of pump therapy, and sensor availability issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.